Manufacturer narrative:
Discharge letter dated 03/27/2013 was translated and provided on (B)(4) 2013. Discharge letter indicated "post-operative course: normal, no complications, discharged from cardiac surgery ICU to 2nd gpo." Clinical condition on discharge: apyrexial, mobilised well, good bilateral pulmonary ventilation, wound in order. ECG on discharge: sr 69 bpm.

Event description:
As reported, the patient underwent valve-in-valve replacement after an implant duration of approximately 5 years, 11 months (71.33 months) due to mitral valve insufficiency. Per the report received, patient presented reduced left ventricle function (ef 45%), mitral prosthesis degeneration with increased gradient (mean 16 mmhg, max 39 mmhg), valve insufficiency (2/4+), pulmonary hypertension and tricuspid insufficiency at tee and tt analysis. Device not to be returned as it remains implanted.

Manufacturer narrative:
Method: device not returned. Patient history also includes pulmonary hypertension and tricuspid insufficiency detected on echo. Echo and operative reports have been indicated as available, but have not been provided for evaluation. Patient status is noted as "discharged". The device will not be returned for evaluation because it remains implanted. No additional information has been provided regarding the condition of the device at time of procedure. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The report indicates the device was stenotic due to the high gradient. Stenosis can be due to many factors, depending on the implant duration, and includes but is not limited to calcification, thrombosis and pannus. However, without return of the device for evaluation, we are unable to conclusively determine root cause for this event.